Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that this device was reprogrammed to turn off the shock impedance daily measurements. The patient will maintain regular follow up appointments with their physician to monitor the shock impedances.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing tones from their device. Remote interrogation revealed that the device detected low shock impedance measurements on the associated right ventricular (rv) lead. The low measurements were attributed to the patient's implanted baroreceptor stimulator which was causing electromagnetic interference (emi). No adverse patient effects were reported. All available information indicates the device and lead remain in service.